Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were the green pieces mentioned in event coming from the actual active electrode tip (ptfe coating)? Or were they pieces of the plastic insulation on device proximal to active electrode tip? No lot or batch number was provided therefore a device history could not be done. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lumbar laminectomy the bayoneted cautery tip shed small portions of green insulation coating. The surgeon observed and removed under a microscope with ease. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 10/13/2020. Investigation summary the device was inspected and there was evidence that the coating came in contact with a rigid instrument, which did mechanical damage to the coating and resulted in loosening of the bond to the substrate. There were mechanical marks present at either end of the missing coating and what looks to be a scrape mark, which resulted in the loosening or flaking of the ptfe coating. The insulation was not detached as reported by the account. Nature and geometry of the missing coating is inconsistent with flaking due to manufacturing, and more consistent with damage to the coating through use of a rigid instrument. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: were the green pieces mentioned in event coming from the actual active electrode tip (ptfe coating)? Or were they pieces of the plastic insulation on device proximal to active electrode tip? Answer = that is unknown. The tip has been shipped back and may be able to verify upon visual inspection.